Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at approx 3 mins/less than 500 joules of use. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fibers glass cap was found to be detached; the fiber broken proximal to the fiber/cap glue zone. The fiber cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the pt. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.